Event description:
As reported by the field clinical specialist, the patient underwent a right transfemoral tavr procedure with a 26 mm sapien 3 ultra valve implanted in the native aortic annulus with +2cc of fluid added to the delivery system nominal volume. Approximately 2 years post tavr, the patient presented with elevated gradients and shortness of breath. The cause of the increased gradients is unknown. The patient is being worked up for a valve-in-valve. Imagery provided by the site was reviewed by edwards' proctor and the following was observed: the valve is under-expanded at 23.1mm with 0.5 added for outer diameter. There appears to be halt (hypoattenuated leaflet thickening) on the posterior cusp. There was no calcification observed on the leaflets. The valve position is good at 80/20.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Information was added to b.7.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.2, b.4, g.3, g.6 and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. An edwards proctor reviewed the provided imagery and found the valve was under-expanded at 23.1mm (mid valve), and there appeared to be hyper-attenuated leaflet thickening (halt) on the posterior cusp. The complaints for increased gradients and leaflet thickened/halt were confirmed based on the medical record and imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Halt may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). As noted, the patient had a medical history of diabetes, which is well known that patients with diabetes are predisposed to bioprosthetic heart valve calcification, which can manifest in the form of stenosis with thickened leaflets. In addition, the patient was prescribed a new medication (clopidogrel) for anti-platelets, which is for patients that have the potential to have thrombosis resulting in thickened leaflets. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening. As such, available information suggests that patient factors (diabetes, thrombosis) may have contributed to the complaint event. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In the instance of a bioprosthetic valve in valve implant, an increased gradient can be a result of intervalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If it is significant and results in symptoms, it may require intervention. In this case, the patient had thickened leaflets and under expanded valve per imaging evaluation. Thickened leaflets and an under expanded valve could narrow the eoa (effective orifice area) and obstruct the blood flow across valve, resulting in an increased gradient. As such, available information suggests that patient factors (thickened leaflets, under expanded valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.